Event description:
It was reported to arthrocare that a pt underwent a knee arthroscopy procedure with acl reconstruction, using a super turbovac 90 with integrated cable arthrowand. Allegedly the screen from the distal tip of the wand fell off in the pt's knee. The surgeon looked for the screen with the video monitor, but could not locate it. The surgeon decided that a second procedure is not necessary at this time. There was no reported pt adverse effect or pt injury.

Manufacturer narrative:
It was reported that the device was discarded and will not be returned for investigation. Since the device was not returned for investigation, a complete investigation could not be performed. A lot history record review was performed. No abnormalities were found in the lot history record review. The lot met all device specifications. No conclusion can be made.